Event description:
Ous MDR - the physician was unable to interrogate the device with a renamic and ics 3000. The patient had an episode of syncope. Should additional information become available, this file will be updated. An event date was not provided.

Manufacturer narrative:
(B)(6) 2018 - we were notified this ICD was explanted and replaced on (B)(6) 2017. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned home monitoring data have been analyzed. The data revealed low pacing impedance values in the ra and the rv, with values out of range in the ra. No further peculiarities were noted. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the information available for analysis, no conclusions could be drawn regarding the root cause of the clinical observation. For a root cause evaluation an analysis of the device itself would be required. Should the device become available, please send it to biotronik for analysis. This investigation will be accordingly updated.